Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated mean estimated longevity as of (B)(4) 2014 device data approximately 39 months. Estimate low because the current is not steady, likely due to the variable ventricular pace percentage. If pace percentage or patient condition changes estimate will adjust.

Event description:
It was reported that a device check of the implantable pulse generator (ipg) indicated the expected longevity of the device was short at a minimum of 2.5 years and average of 3 years. The device was checked two days later and showed a minimum of 6 years of the device longevity could be expected in the previous settings. It was also noted that there was an increase in the ventricular lead threshold. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5086mri58 lead, (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.